Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025, after starting on the ilet and noticing the dexcom g7 cgm was not displaying readings on the pump, they experienced incoherence due to hyperglycemia. The ilet displayed a blood glucose (bg) of 500mg/dl. The user was driven to the ER by her husband, where bg was found to be high, and she was diagnosed with hyperglycemia. She was treated with insulin by healthcare professionals and discharged on (B)(6) 2025. The user believed the event may have been related to lack of cgm data on the ilet during initial use. The user reported lingering numbness in her legs but no long-term effects. She reconnected to the ilet after discharge.